Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a defective inspiratory peak valve. This was found before first use while checking the new product.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 resuscitator was returned without a manometer to fisher and paykel healthcare (B)(4) for investigation. A known good manometer was fitted to the complaint valve system and tested based on the neopuff technical manual. The pip valve was also cut open for further investigation. Results: the valve system passed the tests specified in the neopuff technical manual. During further investigation of the pip valve, it was observed that the retaining ring was loose within the pip valve and there was evidence that loctite 4014 had been applied. Conclusion: the pip valve adjustment knob did not stop firmly at the counterclockwise rotation. We were unable to determine what had caused the defect as reported by the customer. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. During valve assembly a bead of loctite 4014 is applied around the full circumference of the retaining ring's outer lip. The valve knob is rotated fully clockwise and anticlockwise, and the valve must move freely and stop firmly at each end of travel. Any valves that do not meet these criteria are rejected. In addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorised fisher & paykel healthcare representative using the tests described in the manual.